Event description:
A customer stated their act 2 diff instrument recovered low results for wbc, rbc, hgb and plt on controls and patient samples. Upon rerun on the same instrument, results were higher and within range. The results from the rerun were considered correct by the customer. Erroneous results were not reported out of the laboratory and there was no death, injury or affect to patient treatment in connection with this event. Patient results were not provided. Control results were reviewed and these showed instrument-specific suspect messages indicating the sample needed review. There was no instrument flagging on the rerun printout.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a plug of cellular debris in the aspiration tubing and the probe during his investigation. The fse cleared the debris from the aspiration tubing and probe to resolve the erroneous results received due to incomplete aspiration of the samples. Upon recur, the failure mode identified could generate erroneous cbc and differential results due to an obstructed aspiration path. (B)(4).